Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings:investigation revealed that the contrast keypad button was not responding. All other keypad buttons responded normally to button presses. The keypad was removed and there was evidence of contamination under all keypad button contacts. Unrelated to the complaint, investigation revealed that the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.